Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the drill burr became disengaged during use twice, potentially causing harm to pt. The device was being used during surgery. No injury or medical intervention was reported. There was no additional info provided.